Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 1.50mm rotalink¿ plus was selected for use. During the procedure, it was noted that significant resistance was met during advancement and the burr disconnected from the advancer and became stuck in the lesion. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink advancer device; the burr catheter for this complaint was not returned for analysis. The advancer knob was also detached from the advancer and not returned for analysis. The advancer and handshake connection were microscopically and visually examined. Inspection revealed that the handshake connection was bent. The advancer knob was not on the advancer and the post was forward. The handshake connection was not detached. Inspection of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that significant resistance was met during advancement and the burr disconnected from the advancer and became stuck in the lesion. No further patient complications were reported and the patient's status was stable.